Manufacturer narrative:
This is one event (syncope, nausea and loss of consciousness) of five events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2011 the decedent had the following injury: cardiovascular event, facial edema and arm edema. On or about (B)(6) 2012, decedent experienced syncope, nausea and loss of consciousness. One or about (B)(6) 2013, decedent experienced syncope, loss of consciousness and incontinence of urine. On or about (B)(6) 2013, decedent experienced syncope, loss of consciousness, cardiac arrest and subsequently expired after use of product.